Manufacturer narrative:
Device codes: 2921 labeled. Internal file number - (B)(4). Correction: device code 1157 removed the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly no femoral angiogram was performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. After plunger deployment, the plunger and needle should be completely removed before returning the foot to its original closed position by pushing the lever. Do not attempt to remove the device without closing the lever. The investigation determined the reported foot retraction issue and difficulty to remove appear to be related to user error and the needle to cuff miss/ suture retrieval issue and treatment appear to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization procedure. No angiogram was performed of the access site. Reportedly, the footplate was opened and the plunger pushed in. The handle of the footplate felt stiff while putting the lever back down; the needles were still in place. The plunger had not been removed and the device was stuck. The footplate was re-opened and the plunger was removed with no sutures. The device was removed without issue. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.